Event description:
It was reported that during a procedure, the physician had difficulty advancing the stylet in the atrial lead. High capture threshold and low p-wave sensing was noted on the lead. The lead was not used, and the procedure was completed with a different lead. The patient was stable throughout.